Event description:
A report was received that alleges the tracheostomy tube broke into two pieces at the connection of the tracheostomy tube to the ventilator circuit after an unk amount of time in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacture for device evaluation. When and is the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.